Manufacturer narrative:
The root cause for explantation of the device is trauma. Patient fell and broke their femur, leading to loosening of the fixture. The opra implant system was explanted during femur fracture fixation surgery.

Event description:
Fixture removal due to trauma. Patient fell directly on their abutment and fractured their femur, leading to loosening of the fixture. The opra implant system was explanted during femur surgery.